Event description:
A (B)(6) pt underwent nanoknife ire treatment for liver cancer on (B)(6) 2011. Pt incurred a very small pneumothorax. Surgeon believes he punctured the pleural cavity while placing the probe. The pneumothorax required no surgical intervention.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the pneumothorax is most likely due to the puncture of the pleural cavity, as was described by the treating physician. Pneumothorax is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev. D) document. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).